Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the suction cylinder was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is likely that reprocessing steps were not fully performed at the user facility due to leakage from the control section. The event can be prevented by following the instructions for use (IFU) which state: "- be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, that the colonovideoscope biopsy channel was blocked. Upon inspection and testing of the customer returned device, foreign material (seeds) was found clogged in the scope suction cylinder, due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found; due to a cut on switch 1, water tightness lost. Due to a scratch on c-cover, insulation resistance value at distal end did not meet the standard value. Due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity could not be obtained. Due to wear of angle wire, bending angle in up direction did not meet the standard value, adhesive around objective lens wear, adhesive around light guide lens wear, distal end cover scratched, adhesive on angle rubber cracked, right/left knob deformed, and universal cord wrinkled. The faulty parts will be replaced. And the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.